Event description:
It was reported that the pump requested a minimum of 50 units during fill tubing. Customer was assisted with loading a new cartridge and was able to resume insulin delivery successfully. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.